Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, loading error occurred. Additional information has been requested but is not available at the time of this report.

Event description:
Additional information has been received stating the procedure was completed on the same day. The issue occurred during loading and there was no patient contact.

Manufacturer narrative:
Additional information provided in b.2., b.5. And h.11. Based on information received following submission of the initial report, this event loading error with no patient contact occurred during priming does not meet criteria for reporting as a reportable malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).